Event description:
A customer reported erroneous calcium test results were obtained when using the au5800 clinical chemistry analyzer. The analyzer also generated an error condition: "3104 inner s inside wash dispenser unit errors." After the error was generated, the customer noted several calcium test results flagged with "pl". ( the "pl" flag indicates that the result is below the panic value established by the facility for that assay and should generally be repeated.) Customer stated they replaced the reagent and repeated the quality control (qc) samples. The qc recovery was out of acceptable ranges and the system again generated the alarm code 3104. The erroneous test results were reported out of the laboratory, however, there was no report of impact to patient treatment. Corrected reports were issued for 39 patients. There was no death or injury reported for this event.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and replaced the wash syringe and sample syringe; and determined the syringe drive assembly stiff with up/down movement not being smooth. Fse lubricated the assembly. Following service, the fse calibrated calcium and ran quality control (qc) samples. Calibration passed and qc recovery was within acceptable ranges. Fse returned instrument to customer use. This issue was an on-going issue with two additional events reported by the customer. On (B)(4) 2014 the fse determined the cause was due to inner sample probe valve failure along with multiple consumable parts that were replaced and alignments/adjustments performed. This MDR is related to the following mdrs for the same issue, occurring on different dates: 9612296-2014-00087, 9612296-2014-00088.